Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device showed good stable output on all electrode pairs as received and passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their weight at the time of the event was (B)(6) pounds. They also stated that there were no new events to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial#(B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that since implant, the therapy had been a ¿nightmare¿ for the patient. They had shooting pains to their rectum since they were implanted on (B)(6) 2014. The patient worked with a rep for the first month or so, but hadn't since then. They had pain and turned the stimulation off for three weeks. For the past two weeks prior to the report, they had soreness, irritation, and a yeast infection that was treated with creams. About a week prior to the report, the patient was told by their healthcare professional (hcp) that they had exhausted all of the programs. The patient still took myrbetriq and, if they didn't have relief by the end of the year, they would either turn the device off or have it explanted. On (B)(6) 2014, it was reported that the patient still had concerns, but was working with their hcp and rep. They had an appointment scheduled for (B)(6) 2014. On (B)(6)2017, it was reported that the patient wanted new programs on their device. Their hcp wanted to try a programming change, but the patient couldn't get in touch with a rep to discuss programming options. On (B)(6)2017, a rep stated that they were asked to see the patient on (B)(6) 2017 for programming. On (B)(6) 2017, it was reported that the patient had the device removed on (B)(6) 2017. There were no further complications reported or anticipated.